Event description:
A report was received that during pre-operation for a lead revision procedure, a firmware error code was received. The bsn sales representative was unable to clear the error code by performing a firmware upgrade. The physician replaced the patient's ipg.